Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported issue could be reproduced during the device evaluation as a white screen at power up. The device was determined to not meet all product specifications related to the reported event. The damaged screen was verified. Evaluation determined the cause was fluid intrusion which affected the screen, upstream sensor flex, input/output printed circuit board (pcb), and processor pcb. The device is unable to be repaired due to the extent of the damage to internal components as a result of the fluid intrusion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a damaged screen. There was no patient involvement associated with this event. No additional information is available.